Manufacturer narrative:
(B)(4). Date sent: 12/13/2023 d4: batch # 574c93 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the jaws in the closed position, the closure trigger, and the firing trigger in the opened position and with no reload present. The device was received with the anvil disengaged from the ring closure. This condition was caused due to an insufficient anvil crimp. No functional was performed due to the condition of the device. The insufficient crimp assembly is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 574c93, and no non-conformances were identified.

Event description:
It was reported that during a partial splenectomy procedure that the stapler jaws were loose and didn't feel comfortable using the device. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.